Event description:
Caller reported a malfunction on the pump, but there were no notable events preceding the malfunction. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump, which resolved the issue as the malfunction code did not recur. Customer was advised to continue using the pump and to call back if the issue reoccurs, which was acknowledged and understood.